Event description:
The patient underwent a revision surgery due to lead migration.

Event description:
See section d, number 4 for catalog and UDI updates. See section h, number 6 for investigation updates.